Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received intermittent temperature alarms while the pump was charging under normal temperature conditions. The customer provided a blood glucose (bg) level of 135 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.